Event description:
Pt has had drainage from right shoulder with severe pain following. Right shoulder replacement in 1990. Anterior dislocation on several occasions with 2 separate procedures to correct it in vein. Drainage continues. Implant removes & antibiotics beads inserted.